Event description:
It was reported that this atrial lead exhibited pace impedance of less than 200 ohms on multiple occasions. (B)(6) technical services suggested deactivating the alert for low oor atrial impedance and possibly turning the atrial detection enhancements off. The atrial lead remains in service and no adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).